Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additionally, the customer added that the device was reprocessed according the user's guideline prior to being returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over 17 years since the subject device was manufactured. Based on the results of the investigation, the foreign material possibly remained in the device because reprocessing could not be conducted properly as a results of leakage from the electronic connector pin. This is most likely because water tightness was lost due to deformation of the electronic connector guide pin. However, the root cause could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedure olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the flex video scope does not insufflate. It is unknow when the reported issue was found . The device was returned for evaluation. During the device evaluation, a whitish residual foreign material was found inside the air/water and air/water cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a whitish residual foreign material was found inside the air/water and air/water cylinder. The reported fault was likely a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.